Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an air in line alarm. This event may have been a false alarm. It is unknown when or in which care area this event occurred. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.08.92.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Evaluation summary: the reported condition of a colleague infusion pump that experienced an air in line alarm was confirmed but could not be reproduced. No root cause could be identified. This device did not meet specification for the reported condition; therefore the pumphead module was replaced at the facility by a baxter field service technician. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).